Manufacturer narrative:
(B)(4).

Event description:
It was reported that during vt, a shock failed to be delivered due to high, out of range high voltage lead impedance. The lead was successfully explanted and replaced. The patient was stable.